Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in portugal underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2021, the patient experienced stoma site inflammation, blushing, and yellow pus. On (B)(6) 2021, the patient initiated oral antibiotic treatment, amoxicillin/clavulanic 875/125 mg three times a day. The patient reports stoma site improvement, decreased inflammation and exudate.